Manufacturer narrative:
Device data was provided for review. Review of the data corroborated the reported event. The device was returned for further analysis and servicing. During testing, the reported events could not be replicated. All readings were noted to be within specification. The portal sensor was replaced as a precaution, and the device subsequently passed all applicable testing. All flow rates were confirmed to be accurate to be within the specified offsets using an external flow sensor.

Event description:
It was reported that during perfusion, message code 390 (low hepatic artery flow) was displayed to the device user. Calculated arterial flows were noted to be low and/or unable to be calculated. The surgeon was able to confirm arterial flows in the liver bowl and further confirmed using a sterile doppler. Troubleshooting was attempted; however, the message code and low reported flows persisted. Arterial flows were confirmed again prior to transplant. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
The flow transducer was received for analysis. As received, the cable pins did not appear to be damaged. The portal and inferior vena cava flow transducer production records were reviewed. These records demonstrated no anomalies. Correction: the original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction.